Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date of (B)(6) 2018 due to high blood glucose of 600 mg/dl. The current blood glucose was 105 mg/dl. Customer treated high blood glucose with syringes. Significant events leading to hospitalization was flu. Customer wearing the pump at time of hospitalization. Customer declined troubleshooting for the high blood glucose. Customer also had problems with the transmitter. The device will not be returned for analysis.